Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of a 5.5 cm abdominal aortic aneurysm. Vessel morphology severely tortuous, a short in length aortic neck (6mm), and severe angulation of the aortic neck, 60 degrees. It was reported that there was a type I endoleak present post stent graft implant. The physician coiled the aneurysm near the proximal aortic neck and the type I endoleak partially resolved, however, the physician believes that within a week the endoleak will be resolved. The pt will be monitored. No additional clinical sequelae were reported and the pt is fine. Films were received and their interpretation has been completed by a consultant physician and his impression was the following. Cta with 3d reconstructions. There is a talent stent graft in place. The stent graft is in good position both proximally and distally. The neck measures 32 mm at the renals and at 3mm below the renals is 36-37 mm in diameter. The neck is barrel shaped with thrombus in the neck. In this barrel shaped area is a type I endoleak. There is excellent distal fixation. There is evidence of a type I endoleak that appears most related to a large barrel neck. The stent graft appears to be in good position.

Manufacturer narrative:
Eval codes, results and conclusion - (endoleak), (short in length (6mm) and barrel shape of the aortic neck, and severe angulation of the aortic neck, 60 degrees).